Manufacturer narrative:
Investigation summary: the complaint of disconnection / loose connection on item ch2000s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a spinning spiros¿, closed male luer where it was reported that when the nurse (rn) went to hang a new bag of IV normal saline, the rn saw blood back flowing into primary and y-sited IV tubing. The rn noticed that the spiros was not engaged fully with chemo tubing. Another rn attempted to engage spiros fully. It appeared intact, but after a few minutes it became disconnected again and spiros was replaced, and the connection appeared to be working properly. The drug involved was cytarabine. There was patient involvement and only a few minutes delay in therapy. There was no patient harm.